Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "left side deflations and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Event description:
Patient reported, left side deflations. And exchange from textured to smooth breast implants, due to the patient¿s concern with the product. Device remains implanted.

Event description:
Healthcare professional reported additional event of "the patient fell, and the left side implant was exposed (broke the skin)" which was determined to be not device-related. Device has been explanted.

Event description:
Patient reported "left side deflations and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation:visual analysis of the returned device identified fold creases, yellow particles in device outer surface and more than three openings. A microscopic analysis and leak test were performed which identified more than three openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -more than three openings striated in the side anterior assessed as surgical damage.